Manufacturer narrative:
(B)(4). UDI:(B)(4).

Event description:
It was reported by the sales rep via email that during a meniscal repair procedure the surgeon appropriately chose their 12 degree truespan peek implant to fix a medial meniscus tear. A malleable graft retractor was used to introduce the device into the joint. The surgeon chose his first point of fixation and advanced the truespan needle into the meniscus until the white sleeve was flush and we had reached our desired depth. He then pulled the red trigger, which seemed very difficult and when it finally ¿fired¿ it made a pop or snapping sound that is not typical of truespan. No implant was fired and the trigger no longer had any tension on it, as if the spring had broken. They removed the device and did in fact confirm that both implants were still encased in the sleeve of the device. The trigger on the device was no longer functional. A second implant was opened, same reference number and same lot number. The surgeon followed the same technique and both implants on this particular truespan device deployed flawlessly. The suture was cinched down and the repair completed nicely. There was no patient harm or surgical delay to the case. The device was discarded by the customer.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause for the reported problem could be excessive force was applied to the trigger. However without the return of the device, and with the information provided, we cannot determine a definitive root cause. No non-conformances were identified for this part number, lot number combination per qlik query executed on 08/30/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. A review of the device history record device history lot no non-conformances were identified for this part number, lot number combination per qlik query executed on 08/30/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.